Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included gallbladder removal in (B)(6) 2011. Previously administered products included for birth control: mirena from 2008 to 2011. Concurrent conditions included obesity and arthritis. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2016, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2017, the patient experienced nausea ("nausea"). In 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain") and pain in extremity ("legs pain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, weight increased and pain in extremity outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pain in extremity, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs was received- previously reported event ¿injury¿ was updated to ¿device breakage¿, new events: ¿abnormal bleeding(general), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdomen pain, vaginal discharge, fatigue, weight gain, legs pain, patient did not undergo essure confirmation test¿. Medical history, historical drugs, reporters were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included gallbladder removal in (B)(6) 2011. Previously administered products included for birth control: mirena from 2008 to 2011. Concurrent conditions included obesity and arthritis. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2016, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2017, the patient experienced nausea ("nausea"). In 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain"), pain in extremity ("legs pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, weight increased, pain in extremity, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain in extremity, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 245 lbs. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia). Plaintiffs middle name were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included gallbladder removal in (B)(6) 2011. Previously administered products included for birth control: mirena from 2008 to 2011. Concurrent conditions included obesity and arthritis. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2016, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2017, the patient experienced nausea ("nausea"). In 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain") and pain in extremity ("legs pain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, weight increased and pain in extremity outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pain in extremity, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 245 lbs. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.